Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were intact. The investigation found the device in good condition with no physical damage to the exterior of the pump. The pump event history showed a battery communication time out, base hardware failure in error history log (ehl). The evaluation was performed, the base hardware failure could not be duplicated at power up process. The cause of the reported issue is unable to be determined. The root cause of the reported issue was unable to be determined. The technician made no repair. The customer was given a new pump to replace the returned pump.

Event description:
It was reported that a base hardware failure, battery communication failure errors were observed. No patient injury was reported.